Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) on an unreported date, the patient experienced a hernia in the groin area. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia in the groin area coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unknown date within the next few days of the initial receipt of this report, the patient would undergo a hernia surgical repair procedure. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.